Event description:
This is a spontaneous report from (B)(6), cardiovascular coded to cardiovascular disorder and peritonitis in a male patient who was (B)(6), coincident with dianeal pd4 unknown bag therapy. On (B)(6) 2010, the patient started treatment with dianeal pd4, intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2010, the patient was diagnosed with peritonitis manifested by abdominal pain and cloudy effluent. The patient was hospitalized on the same day for the peritonitis. The cause of the peritonitis was unknown. Antibiotic therapy was started but no further information was available. Dianeal therapy was ongoing. The peritonitis was ongoing and unchanged. It is unknown when the patient experienced the stroke. It is unknown if the patient death was caused or contributed to by baxter solutions or devices. It is unknown if an autopsy was performed. Concomitant medications were not reported. The reporter believed that the peritonitis was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). The sample was discarded, therefore, no evaluation was performed. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.

Manufacturer narrative:
(B)(4). The lot number was not provided, therefore a batch review cannot be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem baxter will continue to monitor similar reports to determine if further actions are required.